Manufacturer narrative:
Initial 3 of 5. E1: establishment name: tandem, address: 11045 roselle street, suite: 200, city: san diego, state, province or territory: ca, post office or zip code: 92121, country: united states of america. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It is reported that the patient faced adhesive issue on (B)(6) 2026. The issue occurred with five infusion sets. The infusion sets fell off during use in less than five hours. The patient replaced infusion set and resumed insulin deliveries successfully.